Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine that experienced a low flow error and high conductivity levels during a patient treatment on (B)(6) 2018. The patient was transferred to a new machine and completed treatment with no harm, adverse event, medical intervention, or blood loss. Upon follow-up, it was learned that a fresenius mexico service technician found a burned actuator board and a damaged deaeration motor while repairing the machine. The technician confirmed the actuator board and the deaeration motor were replaced to resolve the issue and return the machine to service.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a (B)(6) technician. The technician reportedly replaced the actuator board and deaeration motor to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.